Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that their blood glucose was high at 470 mg/dl and they went to the emergency room due to diabetic ketoacidosis during the summer of 2015. The customer also indicated that she was hospitalized for 3 days in the winter of 2015 for high blood glucose. The customer indicated that the pump was worn at the time of the emergency room and hospital visit. The customer indicated that they did not require further troubleshooting and ended the call.